Event description:
It was reported that the called reported that the atrial lead appears to be sensing 100% of the time with v pacing from 90-115 beats per minute. The followed up information indicated that the atrial lead was pulled back but not completely dislodged. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.